Event description:
It was reported that the asymptomatic patient presented to the clinic due to the patient notification. The device was interrogated and found to be in backup vvi. A device download was performed successfully and the device was restored. The patient will continue to be followed normally.